Event description:
Customer reported failing the linearity for the red blood cell count (rbc) and hemoglobin parameters on the cap (college of american pathologists) survey material when using the coulter lh 500 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(6) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and observed the red blood cell count (rbc) and hemoglobin failure reported by the customer. The fse found the rbc aperture was leaking air. He replaced the o-rings on the aperture but this did not resolve the issue. The fse replaced the rbc aperture and resolved the issue reported. (B)(4).